Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log files contained relevant events from 17feb2025 ¿ 14mar2025. Several low speed events and a pump stop were captured on 18feb2025 while the patient was operating on the power module. These events were associated with low speed and low flow hazard alarms, as well as an elevation in pump power. Based on previous complaint history, the abnormal pump operation appears consistent with a potential driveline wire compromise. No other notable events or alarms were captured. The low speed and low flow events additionally reported on 14mar2025 were unable to be confirmed in the submitted log files, and the timing of these events was not provided. A specific cause for these events could not be conclusively determined. All low speed and low flow events observed in the log files appeared to be associated with the pump stop on 18feb2025. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, "introduction", provides an explanation of pump parameters, including flow. Section 4, ¿system monitor,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: updated. Section a2: patient age was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional log files from (B)(6) 2025 captured alarms and associated low flows with the reported pump stop event on 18feb2025, however no additional pump stops were found threw (B)(6) 2025. Additional log files from (B)(6) 2025 revealed a 0 speed event following a low flow.

Event description:
It was reported that the patients heartmate 2 pump shut off. The patient has been put on an orange cable. Short to shield was suspected. Log file review revealed alarms associated with the reported pump stop event. The pump stop event was linked to potential issues with the percutaneous lead. These issues only appeared to have occurred while the ventricular assist device (vad) was connected to the power module. It was recommended that to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or ungrounded cables until further investigation is completed. It was requested that x-rays be provided to help identify a possible location where the compromise in the percutaneous lead is. Information about possible damage to the percutaneous lead, or any changes in patient condition which could have led to damage of the lead was also requested.

Manufacturer narrative:
Section a2: patient age was requested but not yet provided. Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.